Manufacturer narrative:
Post-reset ram crc alarm, periodic history crc failed and trace pointers are invalid not found during testing. Device passed the displacement test, sleep current test, active current test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 18.0 mmol/l. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.